Manufacturer narrative:
The product analysis indicate channel 5 electrode was faulty. The electrode board was replaced and the device was tested to manufacturing specifications. Concomitant device: product# and name ¿ nim eclipse controller , serial # (B)(4), lot # 206906937, 510k # k061639, UDI # (B)(4). The device was evaluated and no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for an alleged malfunction, specifics were not provided.